Manufacturer narrative:
The pump was received with intermittent button response due to a flattened act keypad dome. The pump also had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
It was reported that the customer was changing patient's infusion set and when she got to fill cannula step the buttons were not working on the insulin pump. Troubleshooting was done. Customer's blood glucose was 136 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.